Manufacturer narrative:
The full patient identifier is (B)(6). The customer did not supply patient demographics such as date of birth, weight, ethnicity or race. The low troponin patient result on the access 2 was associated to sample carousel motion errors. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. The fse replaced the sample/reagent interface pcb. However, the customer called back to report additional sample carousel motion errors. Then the fse replaced the home sensor, the stepper motor driver, and the stepper motor controller pcb. After replacement, the fse still received errors. The fse then adjusted the location of the index sensor. After adjustment, the fse cycled the carousel with no errors. The fse run hsfoama2 and hsnofoama2 (high sensitivity system check) to verify instrument operation and run samples to ensure that reflex results match. Adjusted the location of the index sensor resolved the issue. The likely cause of the issue was due to an improperly adjusted index sensor.

Event description:
On 20apr2020 the customer reported obtaining one non-reproducible low troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay analyzer (serial number (B)(4)). The customer reported that the initial result was elevated (0.119 ng/ml) and that the sample reflexed result was normal (non-critical result: 0.018 ng/ml) with associated sample carousel motion error. As this non critical low result was questioned, the customer then repeated the sample on a second access 2 immunoassay analyzer (serial number (B)(4)) with high results (0.127 ng/ml and 0.126 ng/ml). The last result of 0.126 ng/ml from the second access 2 was reported out of the laboratory. The customer reference range is 0.00 - 0.02 ng/ml. No affect to patients or end-users has been reported in connection with this event. A beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(6) 2020. On (B)(6) 2020, the fse replaced the sample/reagent interface pcb. The customer called back to report additional sample carousel motion errors. On (B)(6) 2020, the fse replaced the home sensor, the stepper motor driver, and the stepper motor controller pcb. After replacement, the fse still received errors. The fse then adjusted the location of the index sensor. After adjustment, the fse cycled the carousel with no errors. On (B)(6) 2020, the fse run hsfoama2 and hsnofoama2 (high sensitivity system check) to verify instrument operation and run samples to ensure that reflex results match. Adjusted the location of the index sensor resolved the issue. Sample was a lithium heparin plasma sample with no visible issues. The sample was either spun in a stat centrifuge or the other centrifuge at 4200 rpm for 5 minutes. No further sample information was provided.